Manufacturer narrative:
Results: the returned neuron max was kinked approximately 3.0 cm and 12.0 cm from the hub. Conclusions: evaluation of the returned neuron max confirmed a kink near its proximal end. If the device is forcefully manipulated at extreme angles outside the patient body, damage such as a kink may occur. Further investigation of the device revealed an additional kink. This kink was likely incidental to the complaint and could have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, while advancing the neuron max into the patient, the neuron max kinked; therefore, it was removed. The procedure was completed using a new neuron max. There was no report of an adverse effect to the patient.